Event description:
It was reported that the patient's recharger was burning the skin, leaving a sunburn-like area on the skin that was hot to the touch. There were no changes in the patient's medications. It was noted that the recharger was also hot. The thermometer sign did not appear on the patient's recharger screen. The patient only recharged for three hours at a time. The recharger was not worn at night. The patient consulted with the physician and the manufacturer representative, who were unable to see a mark on the skin as it had already healed. The device was returned to the manufacturer and a loaner device was sent to the patient. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).